Event description:
It was reported that during ICD follow-up the capture threshold increased. Lead impedance and hv impedance were within normal range. The physician tried to reposition the lead, but was unsuccessful. The lead was removed and replaced.

Manufacturer narrative:
Na